Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath and the carrier tube was cut at the hub. Visual inspection revealed that the carrier tube assembly was completely removed from the hemostasis sheath and the collagen was found stuck in the hemostasis valve. The suture was still connected to the collagen that is stuck in the sheath hub. The tamper tube had exited the carrier tube. The deployment sleeve of the device was in the rear lock position with color bands fully exposed. The bypass tube was dislodged returned separately. There was a slight deformation observed on the distal tip of the sheath. No other visual anomalies were noted with the device. Then, manual tension was applied but was unable to remove the collagen from the hemostatic valve. No functional testing was performed due to the mutilated state of the device and collagen being stuck into the hemostatic valve. Based on the investigation of the returned device, the complaint could be confirmed for failure mode of pullout upon investigation. Based on the returned state of the device, it is likely that the user cut the carrier tube at the hub, unmated and withdrew the carrier tube hub manually after a non-deployment pullout event which led the non-deployed collagen to be blocked within the hemostatic valve. The likely root causes for non-deployment pullout may include the device not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor would not deploy from the sheath. Everything pulled out after setting the anchor. The patient was in stable condition. The estimated blood loss was less than 250cc. The procedure outcome was successful. Manual pressure was applied. Additional information was received on 16oct2020. The procedure performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed.